Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover is peeling from base around the ok button and the keypad was worn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the buttons responded appropriately. There was no contamination under the buttons. There was a crack in the battery compartment near the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.